Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. D8 updated,was this device serviced by a third party? No health effect - clinical code updated to 4582 health effect -impact code updated to 2199 medical device problem code updated to 1559 component code updated to 510 type of investigation updated to 4111 and 4114 investigation findings updated to 3221 investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(4) 2020, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.